Event description:
Patient to operating room for left eye vitrectomy. Constilation vision system 25g used. Ref 8065752437. Lot 1762kl. Exp 11/30/2026. As the md was using it-it would not work- its usual noise noted but the vitrector not cutting. Scrub tech unable to flush it. New set up obtained. The next kit was the same lot and expiration- it started to work then did not work we then opened a 27 g cutter -ref 8065830027 as we did not need the rest of what is in the constellation system. Procedure continued; equipment saved for supply room to contact the manufacturer. This is part of recall notice we received in [redacted] - this month. Manufacturer response for vitroretinal device, constellation vision system 25g (per site reporter).